Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reached limited battery capacity resulting in remote monitoring being disable. Boston scientific technical services (ts) discussed the remote monitoring disabled was a false trigger due to magnet exposure. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reached limited battery capacity resulting in remote monitoring being disabled. Boston scientific technical services (ts) discussed the remote monitoring disabled was a false trigger due to magnet exposure. Additionally, it was noted that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. This device remains in service. No adverse patient effects were reported. Additional information was received, technical services (ts) noted that a new software update was release to restore rf telemetry. Ts provided steps to reactivate it. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b5: describe event or problem from section b adverse event or product problem and field h6: impact codes from section h device manufacturers only. This device was thoroughly inspected and analyzed upon receipt. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.